Manufacturer narrative:
(B)(4).

Event description:
The manufacturing representative and consumer reported that the patient had been fiddling with the device and she experienced some discomfort, numbness and tickling down the leg, back of her leg, calf and around the front and ankle. The patient had been doctoring it for a couple of months and thought it might be from the implanted device. They didn't know if anything was related. The patient was happy with the device and thought it was working well for her bladder, but she was wondering if the pain could be coming from the implanted system. The patient had a nerve study performed and they were abnormal. The patient had been working with a physical therapist and that had not been helping. The patient was referred to a health care professional (hcp) to have the device checked and discuss her symptoms. Indications for use included urinary dysfunction and gastrointestinal/pelvic floor. Additional information received from the consumer reported they had been having pain and some nerve damage down their leg for the last year and a half. Two nerve studies by 2 different neurologists were conducted. The patient had nerve impingement, but the healthcare providers (hcp) did not know if it was related to the device. One hcp advised the patient to loose weight. During an appointment with the hcp, the patient turned the device off but the issue did not resolve the leg pain. It was indicated that the patient was not benefitting from the device.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v852753, implanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer reported that she was still having the same nerve problems. There had not been any falls or traumas. The issue originally began with pain in the back of the calf, then up to the knee and the side of the leg, then back. The patient also noted stomach problems where she could not eat and the medications made her issues worse. She did physical therapy from (B)(6) 2015 and she had been doing exercises on her own since then. She had cat scans done of her back at which point it showed the lead had moved over onto her spine. The implantable neurostimulator (ins) was still off from (B)(6) 2015. She found out on (B)(6) 2016 from a different doctor that there appeared to be fungus around the ins and lead and her white/ red cells could not fight it off. The patient inquired about battery leakage and issues. She may look into explant and planned to follow-up with the managing health care professional.